Manufacturer narrative:
A software analysis was initiated. Results of the analysis was inconclusive due to the issue being unable to be replicated. Cause of the event was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Other relevant device(s) are: product ID: 9735585, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar. It was reported that after taking a registration spin with the imaging system, the instruments were inaccurate. The only instrument that could verify was a drill, all others were inaccurate by 5 mm superior. The representative noted all reference frames were within acceptable geometry. The site switched to a different imaging system and the issue was resolved. There was a reported delay of 5 minutes and no reported impact to patient outcome.